Manufacturer narrative:
Additional information: b6, h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was not tolerating synclara therapy as evidenced by cyanosis of the lips and face. Per the patient¿s parental caregiver, the patient ¿cries/yells¿ and ¿does not like therapy¿. On the day of the event, the patient screamed during therapy. The inhalation and exhalations did not match the patient¿s breaths and the patient¿s lips, and face turned blue. The patient reached 9-10 breaths out of the 15-breath cycle and therapy was stopped. Oxygen saturation was not reported and the patient returned to baseline after several minutes. The caregiver stated they did not pause/stop therapy for breaths. The patient¿s pulmonary physician was notified, and the caregiver was advised to continue using the synclara device when the patient is ill. The baxter respiratory clinician reviewed the patient¿s prescription and instructions for use including recommendation on number of cycles for children. Additionally, the respiratory clinician discussed the inspiratory/expiratory phase, importance of breaths syncing with the patient, taking breaks/pausing therapy, and to immediately stop therapy and remove the circuit if at any time the patient shows signs of distress. The baxter respiratory clinician followed up with the patient¿s caregiver after the baxter trainer visit. At the time of the reported event, the caregiver performed therapy according to the provider's prescription but was unaware to pause therapy every 3-5 cycles (per instructions for use {IFU}). Per review of trainer notes, the trainer increased the programmed pause from 1 second to 2 seconds and decreased pressure from 26 to 22. No change was made to inspiratory/expiratory time (1.8 sec). After these changes were made, the patient was noted to be in better sync with the device, performing 3-4 cycles for a total of 12 cycles. The caregiver was instructed to provide the patient with a break (manually) after 3-4 cycles and was reminded that therapy can be stopped/paused at any time. The caregiver stated the patient was tolerating therapy better and cyanosis of the lips and face resolved. However, the patient still cries during therapy and does not like the device. No further information was available at the time of this report.